Manufacturer narrative:
Pt info: unk. Date of event -unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Cartridge work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -10.0/+3.0/093 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to lens dislocation/subluxation. In a separate surgery a longer lens was implanted. Reportedly the lens was "turned down in the eye after surgery because of the size of the recommended lens was small."